Event description:
For the past several months, I began having chest pains, dizziness, esophageal irritation, nausea, lower abdominal pains and generalized malaise shortly after beginning the use of my CPAP. Now I have developed a severe uti that has impacted my kidneys. I've been to several doctors and had an ER visit trying yo figure out what is wrong. I've been getting worse over the past several months. I've had lab tests, scans and taking antibiotics and I feel like I'm just getting worse. I just visited my primary care physician on august 1st for the recent uti was getting worse and my other symptoms are not resolving. I was getting down because I was having to stay on bed a lot and restricting my activities just so I wouldn't have pain or the other symptoms. I received information about the recall of my phillips CPAP a few days ago and now I wonder if this may be the cause of my problems. My doctor is confused about my symptoms vs my test results. Now that I know more about the recall, it may help my doctor finally diagnose what is going on with me. I can provide recent test results electronically from my electronic health records if you can send me and where to send it. FDA safety report ID# (B)(4).